Manufacturer narrative:
Date is an approximation as the event date was not able to be obtained. The investigation is still in progress. A supplemental report will be provided after completion.

Event description:
Consumer reported conflicting results with the binaxnow¿ covid-19 antigen self test on an unknown date via social media. Consumer that their son tested negative at 0930 then retested later the same day which presented a positive result. Consumer reported that their son had developed a sore throat which prompted the retesting. No further information regarding health status and outcome is available.

Manufacturer narrative:
The customer was unable to provide the required intake information. The information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, complaints against these trend codes are monitored via the current revision of j-0254-scr to identify and track any out-of-trend/unexpected performance at the lot and product family level. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation.